Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. The customer stated that she was hospitalized the next day due to high blood glucose levels over 600 mg/dl. Troubleshooting was not fully completed because the customer stated that she had already done troubleshooting with the company rep. The insulin pump programming was correct. The customer did not feel comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.